Event description:
It was reported that two months after implantation, the femoral plate fractured. No further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign source: sweden. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided: product evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to reported issue. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available radiograph identified the following: confirmed comminuted fracture of the femur and fractured plate and cerclage. Overall fit alignment of the implants seems appropriate. Osteopenia is present. Issue probably caused by a traumatic event a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.